Manufacturer narrative:
D9 - date returned to mfg is 10/23/2024. Received sixteen (16) new, list #mc33309, 17" (43 cm) appx 0.48ml, smallbore ext set w/microclave® clear, clamp, luer lock for inspection. No defects or anomalies noted. The male luer's were tested and meet the iso standard. The microclaves were tested for stickdowns for single activation and multiple activations. There were no stickdowns. The reported complaint could not be replicated or confirmed. Without the return of the used PICC line, a comprehensive failure investigation cannot be performed. The device history report (DHR) for lot 13550964 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 17¿ (43cm) appx 0.48ml, smallbore ext set w/microclave clear, clamp, luer lock was found to experience no flow of fluid during use with a patient. As per report, the end of the luer lock is faulty in some way causing it to become stuck on the peripherally inserted central catheter (PICC) lines and not allow fluid to flow through from the product to other lines. The sample is available for evaluation. There was no patient harm reported.

Manufacturer narrative:
Additional information can be found in b5. No mc33309 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
Additional information was received that there were five defective devices associated with this complaint. Also, the product fault occurs while in use with a patient and during an attempt to administer normal saline flushes by the registered nurses.